Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The customer complaint that the valve drained not enough despite extremely low pressure level

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected; the valve was returned filled with a clear liquid no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball, and on the seat of the ruby ball, the ruby ball was stuck to the spring with biological debris this was stopping the ruby ball from sitting correctly on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3110 with lot ctcb1k, conformed to the specifications when released to stock on the 24th march 2015. The root cause of the problem found during investigation is due to biological debris found on the spring, on the ruby ball, and on the seat of the ruby ball, the ruby ball was stuck to the spring with biological debris this was stopping the ruby ball from sitting correctly on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.